Event description:
As reported by our edwards lifesciences affiliate in france, during the transcatheter valve replacement (tvr) procedure with an edwards sapien valve, post valve implantation, during the withdrawal of the commander delivery system through the 14fr esheath+, the distal part of the 14fr esheath+ "invaginated". As a result, the delivery system could not be withdrawn through the 14fr esheath+ and had to be removed with the esheath+ as a unit. The patient was noted to be stable post procedure.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences engineering summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. In this case, the esheath+ liner delamination was unable to be confirmed. Although a definitive root cause was unable to be determined, it is possible that one or more procedural factors (withdrawal of altered balloon profile, non-coaxial alignment, excessive manipulation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental report is being submitted to include additional information and document the related manufacturer report number in section h10 (related report numbers). This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-02346 for details of the other event.